Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip delivery system (cds) box and clear packaging was cracked and pieces of plastic had fallen off. A non-sterile device or device component which is intended to be sterile, but is not, has the potential to cause or contribute to patient injury if used in the anatomy. It was reported that the brown box of the clip delivery system (cds) was noticed to be damaged; however, the white box of the cds was never checked. The box was opened during the procedure, and it was observed that the white cds box was damaged. Upon further inspection inside the white box, the cds clear packaging was cracked and pieces of plastic had fallen off. The device was not used in the anatomy and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(6). Evaluation summary: (B)(4). The device was returned for evaluation. The reported damaged (tears/rips) clip delivery system (cds) package was confirmed. The reported unsealed package was not confirmed as the cds sterile seal pouch was sealed and intact. The investigation determined that the damaged cds package (crushed white packaging box and cracked packaging tray) was a result of external forces during device transit. Additionally, the investigation concluded that the reported unsealed package was related to operational context due to the cracked packaging tray. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.